Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the product details were not provided. As the product information was unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy utilizing an unknown liberty cycler with fmc cassette and the patient event of peritonitis with hospitalization and subsequent transition to in-center hd therapy. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the use of the liberty cycler with fmc cassette. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The cause of the peritonitis was not determined; however, the culture results of pseudomonas suggest a breach in aseptic technique. Pseudomonas is an organism that has been found in soil, water, plants, and animals with a predilection to moist environments. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler and fmc cassette can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided at intake. Additional information was obtained through follow-up with the patient¿s clinic program manager (pm). The pm reported that this patient went to the hospital with unspecified symptoms on 20/sep/2019. The patient was admitted and diagnosed with peritonitis. The pd clinic did not receive any of the patient¿s hospital records; however, the physician documented the culture results as resulting positive for pseudomonas (species unknown). The patient¿s antibiotic regimen was unknown. As a result of the peritonitis event, the patient required the pd catheter to be pulled. The patient transitioned to hemodialysis (hd). The patient required multiple abdominal surgeries during the hospitalization. The pm stated the patient almost died as a result of this adverse event. The patient had never experienced a peritonitis event prior to this diagnosis. The patient had been on pd therapy for approximately four years at the time of the diagnosis. The cause of the peritonitis event was not determined. The patient remained hospitalized for several months (discharge date unknown). Upon discharge, the patient started in-center hd and has continued on hd since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient had an infection while on peritoneal dialysis (pd) therapy. Additional information was not provided.